Event description:
It was reported to philips that the host computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, the fse identified that the host pc was not starting. To resolve the issue, the fse reseated the host pc connections and restarted the system multiple times. After repairs, the system was returned to use in good working order.